Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Cause was not known. Reportedly, customer required assistance from emergency medical technicians and paramedics by administering glucose liquid to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.